Event description:
A literature review identified the article, allen j, budworth l, cowling p, et al. Outcomes at mean follow-up of four years following ao type-c distal humerus fractures managed with fixation or arthroplasty. Shoulder & elbow. 2025 oct;17(5):641-654. Doi: 10.1177/17585732241283909. Pmid: 39545001; pmcid: pmc11559901. This retrospective study focused on treating acute ao type-c distal humerus fractures in 65 patients older than 50 years between 2016 to 2022. Patients were treated with either distal humerus plate fixation (orif-22 patients), total elbow replacement (ter- 26 patients), or distal humerus hemiarthroplasty (dhh- 12 patients). Patients had a minimum of 1 year of follow-up. For patients treated with plate fixation, 11 were treated with orthogonal plating and the other 11 patients were treated with parallel plating. The plates were either the zimmer biomet a.l.p.s. Or acumed distal humerus plates. In the total elbow replacement group, 17 patients were treated with the zimmer biomet nexel prosthesis and 9 patient were treated with the zimmer biomet coonrad-morrey prosthesis. All 17 patients in the hemiarthroplasty group were treated with the wright medical latitude prosthesis. Some patients also underwent an olecranon osteotomy which included 13 patients in the orif group and 2 patients in the dhh group. The clinical outcomes evaluated included the oxford elbow score (oes), mayo elbow performance score (meps), complication rate, reoperation rate, and range of movement (rom). Three (3) models accounting for different variables were utilized to compare patient outcomes between the three treatment methods. Complications for the orif plating group included 7 patients undergoing reoperation (3 from intra-articular screw penetration, 1 for heterotopic ossification, 2 removal of metalwork, and 1 unknown), 1 patient with a deep infection, 1 patient with a superficial wound dehiscence, 1 patient with ulnar nerve injury, and 2 patients experiencing stiffness. In the ter group, 1 patient needed a reoperation for an unspecified reason, 1 patient had an ulnar nerve injury, and 2 patients had aseptic loosening of the implant. In the dhh group, 2 patients underwent a reoperation (1 for heterotopic ossification and the other patient was unspecified), 1 patient experienced stiffness, and 2 patients had complex regional pain syndrome. Logistic model analysis revealed a statistically significant increased complication rate in the orif group compared to the ter and dhh groups (orif vs ter p=0.01; orif vs dhh p=0.048). There was a higher re-operation rate in the orif group compared to the dhh group (p=0.03). There were no differences in oes, meps or rom between groups. However, limitations of this study included the small sample size and the retrospective design that allowed for selection bias in the methodology. From this study, three conclusions were offered. The different modeling suggested that total elbow replacement is a reliable option for treating older patients. For patients with a reconstructable fracture and who need to load their elbow, orif should be offered. Dhh has good outcomes with experiences surgeons, but there needs to be more long-term studies to assess this.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (12 total for this article): note, this MDR is included in the list below. 3025141-2025-00642, 3025141-2025-00643, 3025141-2025-00644, 3025141-2025-00645, 3025141-2025-00646, 3025141-2025-00648, 3025141-2025-00649, 3025141-2025-00650, 3025141-2025-00651, 3025141-2025-00652, 3025141-2025-00653.